Manufacturer narrative:
Load cell. Faulty nut in actuator.

Event description:
It was reported by service report that the scale was not accurate and the lift was drifting. No pt involvement or adverse consequences are reported.